Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by running a cup transfer test. Fse resolved the complaint by replacing the incubator. Fse then successfully ran a cup transfer test without error. The customer performed sample runs without error. The instrument was validated by successful quality control run. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4273] hybrid cup transfer z-axis home overrun cause : the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event is due to failure of the incubator.

Event description:
A customer reported getting error message "4273 hybrid cup transfer z-axis home overrun" on the aia-2000 instrument. The instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). Luteinizing hormone (lh ii), prolactin (prl) and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.